Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-25116 it was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker and right atrial (ra) lead were experiencing far r oversensing leading to inappropriate automatic mode switch (ams). No intervention has been performed. The patient's condition was stable.